Manufacturer narrative:
The electrode lot numbers and expiration dates were not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable na electrode, k electrode, and cl electrode results for 1 patient sample on a cobas 8000 cobas ise module (double). The initial na result was 160 mmol/l. The repeated na result was 142 mmol/l. The initial k result was 4.42 mmol/l. The repeated k result was 3.90 mmol/l. The initial cl result was 116.7 mmol/l. The repeated cl result was 101.9 mmol/l.

Manufacturer narrative:
The details from the field service representative visit could not be provided. After service, no issues were reported by the customer. The exact root cause for the issue could not be determined.